Event description:
On (B)(6) 2024, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient reported that on (B)(6) 2025 a pathologist informed her that the hardness at the stoma site was likely due to a previous infection. The patient experienced pain at the stoma site. The patient was instructed to take a fluid culture from the stoma site, apply fucidin and octenisept locally, and to take antibiotic augmentin 1x2 for 1 week.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.